Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: investigation summary: the product returned to depuy synthes, the physical device were sent to the manufacturing site for evaluation. Per the investigation, the tip on the screw appears to have been broken off after it was manufactured, rather than being manufactured incorrectly without it. 100% cosmetic inspections for uniform length at the beginning (tum complete) and end (final inspection) of the manufacturing process would have detected a screw with missing a tip prior to packaging, as it is shorter in length than the remaining conforming screws. Additionally, this screw is packaged individually in a clip, which indicates the part was packaged further at a separate facility. Per the bom, this part was packaged in a tube containing 17 screws total when it was completed the manufacturing site. The way the parts are handled between final inspection and packaging is an unlikely cause of a broken part, as parts are moved from a small plastic bag into the tube, with minimal handling by the complaint states that the screw was not used; however, the screw appears to have dried blood present on the shaft/threads and underside of the head of the screw, indicating that it was used in surgery on the patient and it is possible that the tip was broken off at that time. Therefore, the complaint condition is confirmed, however, it is determined that the condition is not caused by manufacturing. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the matneu scr ã¸1.5 self-drill l4 tan 4u I/c would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a manufacturing record evaluation was performed for the finished device product code: 04.503.104.04s, lot number: 9900p93. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 15 mar 2024, manufacturing site: jabil bettlach, expiry date: 01 mar 2034. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, it was noted the screw was without tip. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.